Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted yesterday due to an infection. Additional information received reported the patient experienced swelling at the ins site and fever. It was noted the culture of the wound discharge was mrsa positive. It was further noted the patient was being treated with intravenous and oral antibiotics. The reporter stated there were no plans at present to do another implant in the future and the patient was recovering from the infection.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).